Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2. The following sections were corrected: d4 lot.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation.

Event description:
It was reported that the threaded shaft would not come out of the inserter. The threaded shaft was eventually removed, but was damaged. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.